Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. An assessment was performed on the device which found that the foot was "bent". Therefore, the reported condition was confirmed. The assignable root cause was determined to be improper use and mis-handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that prior to surgery, it was observed that the craniotome device was ¿broken¿. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. Therefore, there were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.